Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system shut itself down after a reboot during a surgical procedure. The system was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
The customer reported that the system shut down after it was rebooted. No additional information has been received. The system was manufactured on march 22, 2005. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (b)(7)